Event description:
It was reported by the clinical rep that during a robitic mvr the md experienced placement issues with the intraclude aortic device. "The patient was a female in her late sixties who needed a mitral valve replacement. The coronary sinus catheter could not be placed most likely due to the presence of the valve of vieussens which prevented advancement of the catheter even though the guide wire was successfully passed into the sinus. The initial intraclude device prep and flushing was performed without any issues or problems. The device was placed and positioned in the patient very efficiently and without any problems. Bypass was initiated and the aorta was occluded and the balloon seated without any issues of proximal or distal migration. Cardioplegia was delivered with adequate flows and pressures and the heart arrested without any problems. After cardioplegia delivery aortic root pressure was down to below zero with the help of the root vent. It is their practice generally to continue venting the root despite root pressures being below zero.......the rep advised perfusion to slow down the vent especially since there was no visible return from the root. Additionally they wanted the cardioplegia lumen to be air free as additional doses would be delivered via this route. Meanwhile the left atria was opened and the mitral valve was excised. As soon as the valve was excised we observed the intraclude balloon had migrated proximally through the aortic valve and into left ventricle. No hemodynamics changes such as ECG activity, blood in the field or elevated root pressure were noted or observed right before this occurred. So the thought is it happened very quickly. The md thought he had locked the device after initial occlusion and also removed some slack. The md deflate and withdraw the balloon gently back into the ascending aorta. The balloon was reseated after about three attempts. This time we kept experiencing proximal migration every time the aorta was occluded. It was finally seated and the rest of the surgery was completed without any more balloon migration issues. No reported patient injury was stated. The device was discarded at the hospital as the clinical rep believed the device to not fail in its function.

Manufacturer narrative:
Device discarded by the hospital. Unknown lot number, unable to perform a review of the manufacturing records. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.